Event description:
A patient's light adjustable lens lal, sn (B)(6) was implanted on (B)(6) 2022. The patient completed 2 light adjustment treatments during the postoperative period; the patient did not complete the required lock-in treatments. On (B)(6) 2024, approximately 1 year and 8 months after the implant surgery, the lal was explanted and an intraocular lens from a different manufacturer implanted as a replacement. Rxsight's first awareness of this event was on 07/26/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional data: d9, g2, h3, h6. The explanted lens was returned for evaluation. Visual inspection found both haptics detached from the lens optic, with the lens optic partially cut. No additional evaluation was performed due to the condition of the lens. The manufacturer's reference #: (B)(4).